Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department for an unspecified reason. It was reported there was no pt involvement. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility upon power on, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. Though requested no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.